Manufacturer narrative:
Spanish software anomaly alarms noted in alarm history due to corrupted history files. However pump downloads properly. No download anomaly noted. Minor scratches on display window noted during visual inspection.

Event description:
It was reported that the customer received a (B)(6) software anomaly alarm. Advised to discontinue use of the insulin pump. No additional information was provided.